Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had blank display. The customer¿s blood glucose level was 289 mg/dl at the time of the incident. The customer stated that the battery was died and battery was fine but now she cannot get sensor reconnected. The customer declined troubleshoot for blank display and high blood glucose. The customer was advised not to use this and will replace. The customer was advised to return sensor as well. Reviewed insertion process and advised to wait for sensor connected before applying final tape. The insulin pump will not be returned for analysis.